Manufacturer narrative:
Concomitant medical products: 3889-28 lead, implanted on (B)(6) 2016; 3058 ipg, implanted on (B)(6) 2016; addrl1 ipg, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible oversensing was noted on the right atrial (ra) lead which may have been caused by an outside noise source. The implantable pulse generator (ipg) and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.